Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 3/6/2020. D4: batch #: t5dz0y. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60d cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, the returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Once the device completed the firing sequence the knife returned home as intended. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an open distal gastrectomy, the knife did not return to home position at the third firing on the gastric body. The manual override lever was used to release the device, though the lever was stiff and functioned after waiting for a while. The deployed staples were formed as intended. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.